Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the zipfix applicator did not tighten the zipfix implant during surgery. On (B)(6) 2015 the surgeon attempted to use the zipfix applicator and the instrument would not tighten the zipfix implant. The surgeon had to use his hands to manually tighten the zipfix implant and complete the procedure. There was no report of patient harm or prolongation of surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was obtained. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Synthes manufacturing location was identified upon receipt of device lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.